Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined, however there was a competitor head used with a zimmer biomet liner. It's unknown if this caused or contributed to the reported event. This complaint cannot be confirmed. A final response is not being sent as the information is from a peer reviewed journal article. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unknown smith & nephew femoral head. G2: sobhi s, kop a, pabbruwe m, jones cw, finsterwald ma. Intraprosthetic dislocation following dual mobility total hip arthroplasty: a retrieval analysis study. Arthroplast today. 2024 dec 20;31:101596. Doi: 10.1016/j.artd.2024.101596. Pmid: 39811773; pmcid: pmc11732184. G2: foreign australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the study patient underwent an initial hip procedure. Subsequently, the presented with hip pain and inability to weight bear following a mechanical fall 3 months post primary tha. The patient underwent a revision due to dislocation. The head and liner were replaced. Attempts have been made and no further information has been provided.